Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unable to capture leaflets and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4, small chord flail, and thickened leaflets. A mitraclip xtw was inserted and deployed on the valve. A second mitraclip xt was inserted, and grasping was performed. However, the leaflets were unable to be captured. It was noted that a perforation was suspected. Therefore, the clip was removed. A mitraclip xtw was inserted and deployed. However, the mr remained at a grade of 4. There was no clinically significant delay in the procedure.